Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. Following angio-seal deployment, the venous sheath was removed from the patient. Three hrs post angio-seal deployment, a small amount of oozing was noted from the puncture site and a pressure dressing was applied. Oozing was again noted two hrs later, and a sandbag was placed. Later, upon ambulation (time to ambulation unknown), an arterial bleed was noted from the pt's groin. Manual pressure was held for 20 minutes and hemostasis was achieved. Upon exam the next morning the puncture site was listed as fine, and pt was discharged home without sequal sequalae.